Event description:
It was reported that there was a fracture of the pacing lead. The lead was capped and replaced. No patient complications have been reported as a result of this event. Further there was an allegation from an attorney indicated the defibrillation lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.